Event description:
Per the clinic, the battery of the sound processor was found to have allegedly leaked fluid and swollen. Replacement equipment was sent, and no reports of patient injury are associated with this event.